Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the corroded lens and was component failure. The most likely cause of the noisy image was deformation of the electrical connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified that the device had corrosion on the light guide lens and the image was noisy. There was no patient involvement.